Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt felt a shocking/jolting sensation when adjusting stimulation with the pt programmer. The pt programmer was set at 9 v and she wanted to increase the stimulation but it kept going down. She reported it finally went down to 3.2 v at which point the pt programmer was not working. It was shocking her at the site and she was unable to turn off stimulation. She reportedly spent 1.5 days in the hospital but the staff did not know what the device was or how it worked. On the final day she reported the company representative decreased it to 0.3 v. Hcp reportedly told the pt he would turn the stimulation off with her pt programmer and informed her there was no need to come to the hospital. The company representative interrogated the device and found the stimulation was programmed on at "7ish" voltage. He turned stimulation off and pt felt much better. He informed her the amplitude was too high. Additional info has been requested, but was not available as of the date of this report.